Event description:
A caller reported an alarm from the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. The customer reloaded the cartridge before contacting technical support, successfully resumed insulin therapy, and resolved the issue.